Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not capture during implant. The ICD and transvenous defibrillation lead were added to an existing competitor's pacing system. When the physician removed the pacing lead from the pacemaker, a period of asystole was observed due to the loss of capture through the ICD. Pacing resumed when the physician reconnected the pacing system. All ICD and lead measurements were acceptable.